Manufacturer narrative:
We neither got further information nor the sample for analysis. Our cei does not have information of period of use or medication details. Occurrence received from anvisa which preserved the identity of the client. Cei received this notification from anvisa with few details about the occurrence. (Communication date (B)(6) 2019, first get aware date for vygon was 13.09.2019).

Event description:
There was a knot in the catheter which made it impossible to remove it. A vascular surgeon has to remove the catheter. No patient injury reported, no medical intervention required.